Manufacturer narrative:
One used plum 150 ml burette set was received on 8/4/23 for evaluation. No damages or anomalies noted. The product was primed per packaging directions and a flow test was performed using an ICU plum pump. There were no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. A photo was provided showing the set attached to an IV bag. No damages or anomalies noted. The reported complaint of cannot prime was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. E1 - telephone extension - (B)(6).

Event description:
The event involved a plum burette set with list number which the customer reported that the solution would not drip. It was not reported if there was patient involvement, however no harm was reported as a consequence of this event.